Event description:
It was initially reported to target that during a procedure the valve wire could not be forwarded in the lumen of the balloon of the fasstealth catheter. However, during the evaluation the core wire was found to be broken, therefore this complaint became an MDR. Through a follow-up by a co's rep with the hosp, the MFR learned that this event had no consequences to the pt's health, who is in good condition.